Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 500fa27 valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. As well, the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for oversensing, elevated sensing integrity counter (sic) and high rate non-sustained episodes which was consistent with a lead issue. It was also noted that there was intermittent noise and fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.